Event description:
Caller reported that insulin gauge displayed a different amount than expected, specifically a fill estimate of 120 units instead of the expected 240 units. There was no adverse impact to the customer's blood glucose level. Caller was educated on the situation and instructed to disconnect from the site and deliver a 10.2 unit bolus to update the estimate. After doing so, the fill estimate read 135 units. Despite the discrepancy exceeding 30 units, caller completed steps to remove air from the cartridge, confirmed correct insulin usage, and reloaded the cartridge with assistance. Caller chose not to repeat the bolus delivery and was advised to monitor the situation and follow up if necessary.